Manufacturer narrative:
Results: two representative samples were returned for evaluation. A visual inspection revealed the samples were unused and in sealed packages. A simulated use test was performed by pull force testing and no values were out of specification during activation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6124986. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after inserting a 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system subcutaneously into a patient's arm, the needle pulled straight through the yellow safety cap when the safety mechanism was activated and the needle was exposed. There was no report of injury or medical intervention.